Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had very little underlying rhythm so the patient was admitted. Under fluoroscopy the right ventricular (rv) lead showed no slack, there was intermittent noncapture, high threshold and undersensing. It was confirmed by the representative that the lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.